Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. Reportedly, the patient removed the transmitter prior to removing the sensor pod. Also, it was reported that the applicator collar was not retracted completely when inserting the sensor. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body. Labeling indicates: to remove the sensor introducer needle, keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger and pull the collar back towards your thumb until you hear 2 "clicks" or cannot pull back any more. This step leaves the sensor under your skin and removes the sensor introducer needle from your body.